Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction. A) user reprocessing was not conducted properly due to leakage from suction body and upward/downward angulation control knob, then the material was not eliminated. B) leakage occurred from suction body and upward/downward angulation control knob. This issue is addressed in the instructions for use (IFU): "the suggested event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." The device evaluation found: due to a crack on scope body, water tightness was lost, scope cylinder was discolored, forceps channel port had a scratch, plug unit was dirty due to water leakage, scope cover case unit was dirty due to water leakage, due to corrosion on plug unit, e226 (scope communication error) occurs, due to wear of angle wire, bending angle in up direction does not meet the standard value, plastic distal end cover had a scratch ,adhesive around objective lens had a chip, adhesives around light guide lens had a pinhole, bending tube had a dent and adhesive on bending section cover was detached. Olympus will continue to monitor the field performance of this device."

Event description:
The customer reported to olympus, that the colonovideoscope had a b30 (scope communication) error. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material inside the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.